Event description:
Patient was revised to address pain, instability, and poly wear. Although poly wear was noted on the insert and the patella, only the insert was removed. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.